Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had infection at the right side of the neck associated with skin breakage. Symptom of drainage was noted. The patient was taking antibiotics for a different reason and will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had infection at the right side of the neck associated with skin breakage. Symptom of drainage was noted. The patient was taking antibiotics for a different reason and will undergo an explant procedure.

Event description:
A report was received that the patient had infection at the right side of the neck associated with skin breakage. Symptom of drainage was noted. The patient was taking antibiotics for a different reason and will undergo an explant procedure.